Manufacturer narrative:
After further review this complaint will be cancelled as there was no problem with the ultrasafe device. As stated by production site, ultrasafe device cannot be involved in the event of this complaint (broken syringe). So this complaint should not have been opened. Thus, the complaint will be cancelled.

Event description:
It was reported that bd ultrasafe passive¿ x-series needle guard syringe was broken. This was discovered before use. The following information was provided by the initial reporter: pharmacist from shoppers drug mart called to advise that one syringe dispensed to patient was broken.

Manufacturer narrative:
PMA/510(k)#: k011369, k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultrasafe passive x-series needle guard syringe was broken. This was discovered before use. The following information was provided by the initial reporter: pharmacist from shoppers drug mart called to advise that one syringe dispensed to patient was broken.